Event description:
Reporter alleged obtaining a discrepant blood glucose result of 355 mg/dl on a pt using inform system 1 compared back to back with a result of 79 mg/dl on inform system 2 meter when testing was performed less than 10 mins apart. Reporter stated that the pt was treated with d-50 after another result of 57 mg/dl was obtained on inform system 2. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550005, expiration date 01/31/2009).